Event description:
On 7/2/1998, the facility nurse informed the manufacturer's (MFR.) Sales rep of the following: during the procedure, when the surgeon slid the device locking mechanism onto the device stem, it did not seem to lock into place. The surgeon then flushed the device and saline leaked around the stem area. The nurse then opened another device and only used the clear locking mechanism and the white non-kink sleeve. No further details were provided at this time.